Manufacturer narrative:
The customer's address is unknown. (B)(6), USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set leaked during use. The following information was provided by the initial reporter: "we received notice of an extension set that was leaking"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023. Investigation summary: 3 samples were received and tested by our quality team. The sets were visually inspected and infused with saline. There were no issues in the sets and no leakages realized. The complaint of leakage cannot be verified and the root cause remains unknown. A device history record review for model 20043e lot number 22095288 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set leaked during use. The following information was provided by the initial reporter: "we received notice of an extension set that was leaking".